Event description:
Complainant alleged that while attempting to monitor a 90-year-old female patient, the device displayed an "ECG monitoring failure" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functionality testing, bench testing, and ECG stress testing without duplicating the report. The defib receptacle was replaced as a precaution and the customer was sent a new multifunction cable. The device was recertified and returned to the customer. The multifunction cable used at the time of the report was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.